Event description:
The customer reported that insulin leaked into the reservoir compartment. The customer experienced high blood glucose levels, but treated with a manual injection prior to calling. The customer was unable to troubleshoot at the time of the call, and stated that he would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.